Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter fax number: not provided. PMA/ 510(k) number: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that unknown zimmer implant was removed due to infection and bone loss at tooth location 20. Implant was placed many years ago and office could not provide item / lot number. Inflammation and abscess were also noted.